Event description:
Edwards received information that a patient experienced an arrhythmia event soon after the implantation of an elite valve model 8300ab21. The patient had a complete avb and a permanent pacemaker was implanted. As reported, this was a 72-years-old patient with pseudo bicuspid valve. The patient had history of atrial flutter. The procedure was an isolated aortic valve replacement (avr) and ablation due to atrial flutter. The device was implanted using the minimal invasive surgical approach (miavr). During debridement, a slight disruption to annulus occurred on the ncc closure to the ncc and lcc which was repaired with a 5.0 suture (no pledget). As per medical opinion, the conduction system was well away from the area of the annulus disruption anatomically. The patient was noted as to be discharged at home. This was the second edwards intuity elite training case for this surgeon.

Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional narrative. The device history record (DHR) review showed that this device passed all manufacturing inspections prior to release. No non-conformances were identified that could be related with the reported event. Peri-procedural arrhythmias, heart block, and other conduction disturbances are common in patients with underlying cardiovascular disease and conduction abnormalities. The reason for post-operative av block after valve replacement or ring annuloplasty surgery is due to injury to the cardiac conduction system during surgical excision of the adjacent diseased valve and annular tissue. The close anatomical relationship between the valvular complex and the branching atrioventricular bundle explains the possible development of conduction abnormalities following prosthetic valve procedures. In this case, a definitive root cause cannot be conclusively determined; however, patient and or procedural factors likely caused or contributed.